Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage.") And pelvic pain ("persistent pelvic pain") in a 47-year-old female patient who had essure (batch no. A50512,a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nail discomfort. Approximate weight at the time of essure placement 199 lbs. Concurrent conditions included uterine fibroids, chlamydial infection, trichomoniasis, type 2 diabetes mellitus, hepatitis c, condyloma acuminatum, warts, lower abdominal pain, pain ankle, pain in extremity, ankle sprain, cyst of bone, enthesopathy, gi infection, insomnia, calcaneal spur, hepatomegaly, amenorrhea, elevated bp, ovarian cyst, myopia, subserous leiomyoma of uterus, paratubal cyst, pelvic discomfort, pruritus, sleep disturbance, dysphoria, sexually transmitted disease, trichomonal test positive and obesity. Family history included paranoid schizophrenia (schizophrenia in mother and sister and bipolar disorder in sister). Concomitant products included naproxen for shoulder pain as well as amitriptyline since (B)(6) 2016, docusate sodium (colace) since (B)(6) 2013, elbasvir;grazoprevir (zepatier) from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2013, imiquimod (aldara), loratadine (lortadine) since (B)(6) 2013, metformin since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2013, podophyllotoxin (condylox) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candida vaginitis") and vaginal infection ("bladder/urinary tract/ vaginal infection"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleding(menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and rash generalised ("rashes or skin conditions type:rashes on body"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) and laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vulvovaginal candidiasis, menstrual disorder, fatigue, alopecia, depression, visual impairment, eye disorder, weight decreased, anxiety, rash generalised and vaginal infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, eye disorder, fatigue, menorrhagia, menstrual disorder, pelvic pain, rash generalised, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: *approximate weight at time of essure placement 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: results:negative. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: a27185 man date: 2012-07 exp date: 2015-07. Lot number: a50512 man date: 2012-09 exp date: 2015-09. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: back pain, abdominal pain, depression, anxiety, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs and mr received. Reporters information added. Events ¿vaginal infection, abdominal pain and back pain¿ was added, updated outcome of events ¿abdominal pain, lower back pain, vaginal hemorrhage, menorrhagia¿ from unknown to¿ recovering/resolving¿. Event onset date added. Lab data, patients medical history, concomitant condition and concomitant drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("device breakage.") And pelvic pain ("persistent pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. A50512, a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids, chlamydial infection and trichomoniasis. Concurrent conditions included type 2 diabetes mellitus. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candida vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and rash generalised ("rashes or skin conditions type:rashes on body"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), menorrhagia, fatigue, depression ("psychological or psychiatric problems: depression"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems") and weight decreased ("weight loss"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018) and surgery (anticipated/scheduled date: (B)(6) 2018). At the time of the report, the device breakage, vulvovaginal candidiasis, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, depression, visual impairment, eye disorder, weight decreased, anxiety and rash generalised outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, eye disorder, fatigue, menorrhagia, menstrual disorder, pelvic pain, rash generalised, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: *approximate weight at time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received: event anxiety, rash, device breakage, infection changed to added. Onset date added for events candid vaginitis, pelvic pain, vaginal hemorrhage, anxiety, device breakage, rash, alopecia. Event menstrual disorder changed causality unrelated to related. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage.") And pelvic pain ("persistent pelvic pain") in a 47-year-old female patient who had essure (batch no. A50512,a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroids, chlamydial infection and trichomoniasis. Concurrent conditions included type 2 diabetes mellitus. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candida vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and rash generalised ("rashes or skin conditions type: rashes on body"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems") and weight decreased ("weight loss"). The patient was treated with surgery (anticipated/scheduled date: (B)(6) 2018) and surgery (anticipated/scheduled date: (B)(6) 2018). At the time of the report, the device breakage, vulvovaginal candidiasis, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, depression, visual impairment, eye disorder, weight decreased, anxiety and rash generalised outcome was unknown and the pelvic pain was resolving. The reporter considered alopecia, anxiety, depression, device breakage, eye disorder, fatigue, menorrhagia, menstrual disorder, pelvic pain, rash generalised, vaginal haemorrhage, visual impairment, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: approximate weight at time of essure placement 199 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Lot number: a27185, man date: 2012-07, exp date: 2015-07. Lot number: a50512, man date: 2012-09, exp date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage.') And pelvic pain ('persistent pelvic pain') in a 47-year-old female patient who had essure (batch no. A50512,a27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nail pain. Approximate weight at the time of essure placement 199 lbs. Concurrent conditions included uterine fibroids, chlamydial infection, trichomoniasis, type 2 diabetes mellitus, hepatitis c, condyloma acuminatum, warts, cramp in lower abdomen, pain ankle, pain in extremity, ankle sprain, cyst of bone, enthesopathy, gi infection, insomnia, calcaneal spur, hepatomegaly, amenorrhea, elevated bp, ovarian cyst, myopia, subserous leiomyoma of uterus, paratubal cyst, pelvic discomfort, pruritus, sleep disturbance, dysphoria, sexually transmitted disease, trichomonal test positive and obesity. Family history included paranoid schizophrenia (schizophrenia in mother and sister and bipolar disorder in sister). Concomitant products included naproxen for shoulder pain as well as amitriptyline since (B)(6) 2016, docusate sodium (colace) since (B)(6) 2013, elbasvir;grazoprevir (zepatier) from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2013, imiquimod (aldara), loratadine (lortadine) since (B)(6) 2013, metformin since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2013, podophyllotoxin (condylox) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candida vaginitis") and vaginal infection ("bladder/urinary tract/ vaginal infection"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced alopecia ("hair loss") and rash ("rashes or skin conditions type:rashes on body"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) and laproscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vulvovaginal candidiasis, menstrual disorder, fatigue, depression, visual impairment, eye disorder, weight decreased and anxiety outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, rash and vaginal infection had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, eye disorder, fatigue, menorrhagia, menstrual disorder, pelvic pain, rash, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal candidiasis and weight decreased to be related to essure. The reporter commented: approximate weight at time of essure placement 199 lbs. Patient received treatment for pain, bleeding, psych injury, migration, alopecia, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2013: results:negative. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: a27185; man date: 2012-07; exp date: 2015-07. Lot number: a50512; man date: 2012-09; exp date: 2015-09. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: back pain, abdominal pain, depression, anxiety, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, vaginal infection, alopecia, rash were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.